Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential device malfunctions addressed in the product labeling. Device evaluation: 1 empty syringe of 1.0ml received in an opened tray without cap but with a non allergan needle attached. No defect observed.

Event description:
Company representative reported that "upon injection the product started leaking from the side of the syringe and nothing was coming out of the needle¿ for one syringe of juvéderm voluma® xc. Patient contact was made. No injury occurred.